Event description:
It was reported that a device surgical explantation occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds). On (B)(6) 2023, the closure device required surgical removal. No patient complications were reported.

Event description:
It was reported that a device surgical explantation occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds). On (B)(6) 2023, the closure device required surgical removal. No patient complications were reported. It was further reported the watchman laa closure device was 30mm.